Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, the catheter shaft fractured. The 3.0x16mm taxus liberte stent delivery system was being removed from the hoop during preparation and the shaft was found to be fractured at the guide wire exit port. The procedure was successfully completed with another of the same device with no pt complications.

Manufacturer narrative:
(B)(4).